Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the ins had reached end of life (eol) and was replaced. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (nkf727677h) found that it was at normal end of life. If information is provided in the future, a supplemental report will be issued.